Event description:
In 2008 - pt underwent a laparoscopic abdominal hernia repair procedure. The hernia defect was covered with sepramesh ip, fixed with protac and an overlap of 5 cm on each side. Six mos later, the pt returned to the hosp with a relapse of abdominal hernia. The recurrence occurred on side of the mesh. The pt was operated on and the original mesh implanted the same day, was left in the pt. The recurrence hernia was treated with an onlay mesh. It was the opinion of the rptr that the mesh wasn't incorporated properly, and was torn.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if prod is returned for eval or add'l info becomes available. Event reported by the MFR under MDR 1221601-2008-00001.